Manufacturer narrative:
Correction #s: 1627487-07262012-002-r, 1627487-07262012-001-c. This ipg serial number was included in field advisories, and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-11092. The patient reported she had heating at the ipg site while charging. In addition, the patient reported she feels a stinging sensation at the ipg site all the time. It was undetermined if the pain went away after turning the stimulation off, as the patient runs the system continually. The patient reported she was not getting as much stimulation in her legs as she had in the past. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.